Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set female connection side separated from the mainbody. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was conducted with the naked eye and magnification. The reported problem of a connection issue was verified during the visual inspection finding missing chip and damaged patient adapter. Functional testing performed included leak testing, clear passage test, clamp function testing, and integrity of seal surface test . All functional testing performed was acceptable. The reported problem of connection issue was verified. The cause for the connection issue was a missing chip. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.